Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported her pd dialysis machine had been off since (B)(6) 2018 and stated she had to go to the hospital due to pneumonia and powered the cycler off, but did not cancel treatment. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had been hospitalized from (B)(6) 2018 due to pneumonia. Per pdrn no issues with fluid overload were noted prior to hospitalization. Per pdrn the infection was community acquired, and stated the patient recovered and resumed continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.

Event description:
Clinical investigation: on 03/19/2018 this 74 year old female patient (pt) with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) called customer service for operational assistance and during the call the pt stated she was recently hospitalized due to pneumonia (pna). The peritoneal dialysis registered nurse (pdrn) reported on 04/04/2018 there was no overfill and no serious injury in relation to the call. The pt was hospitalized from 03/15/2018 through 03/18/2018 due to pna. The pdrn stated the infection was community acquired, and the pt had recovered and resumed ccpd therapy. The discharge summary was received. The pt presented to the emergency room (ER) with abdominal pain (severity unknown), shortness of breath, vomiting and diarrhea. The pt had a decreased appetite (2 days), epigastric pain (specifics unknown) and chest pain (specifics unknown) which migrated to her right lower quadrant. Laboratory studies performed revealed an elevated white blood cell (wbc) count of 26,600 mcl, and radiological studies revealed mild pulmonary edema, bronchopneumonia and bilateral lower lung lobe infiltrates. The pt was treated with intravenous (IV) rocephin 2g daily and IV azithromycin 500mg daily with good response. The intermittent vomiting was attributed to a known history diabetic gastroparesis and the pt was referred to a motility clinic for further evaluation. Nephrology was consulted and found no evidence of significant volume overload. The pt was medically stable upon discharge, the leukocytosis had resolved and the pt¿s sense of shortness of breath (sob) and fatigue had improved. The pt was given 3 additional days of azithromycin 500mg to complete a 7 day course. It is unknown if any rrt was performed while hospitalized, or if any fresenius device(s) or product(s) were utilized. A temporal association exists between ccpd therapy utilizing the liberty cycler and the pt¿s adverse event(s) of abdominal pain, sob, fatigue, chest pain, vomiting, diarrhea, epigastric pain, pna and mild pulmonary edema. Based on the information available, the etiology for the pt¿s abdominal pain, chest pain, diarrhea, fatigue and mild pulmonary edema is unknown, therefore causality cannot fully be determined. It is known that pt¿s with renal failure are known to have gastrointestinal complications. At the time of this clinical investigation, there have been no reported allegations or documentation indicating the liberty cycler and/or liberty cycler set malfunctioned in any way to cause or contribute to the event(s). The discharge summary states the etiology of the pna is ¿community acquired.¿ it is known that pna is one of the most common infectious disease processes experienced by pt¿s with ckd. The sob is likely a byproduct of the pna, and the epigastric pain and vomiting was attributed to a documented history of diabetic gastroparesis.